Event description:
The customer alleged that her contour meter was always reading 100 mg/dl higher when compared to her daughter's meter. If the customer's contour read around 200 mg/dl, and the other meter reading around 100 mg/dl, the difference between readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned for evaluation.